Event description:
Ous MDR - pacing loss under mechanical load was reported. No deterioration in the patient's state of health was reported. The event date was not available. The lot number and manufacture date were not provided.

Manufacturer narrative:
Ous MDR - both cables underwent a visual examination. There were residues of bodily fluids at the clamp for the different input of the atrial channel. The kinking protection and the strain relief of the device plug were loose. There were residues of bodily fluids on the clamps of the ventricular channel of the second cable. Both cables show significant signs of frequent use. The state of the cable material and the clamps indicated numerous re-sterilizations. Cable 2 showed no deviations during the electrical continuity test. The clinical observation was caused by a tear of the internal conductors close to the device plug. The external damage to the cable indicates an impact of strong external forces. There was no material defect or manufacturing error.